Event description:
Event description cpi received information that this endotak lead (0125) was repostioned due to the test results not showing good numbers. They decided to reposition to get better test results. The lead was successfully repositioned, and remains actively implanted.